Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Attempts to obtain patient information have been unsuccessful. Facility declined to provide patient information. No tests/laboratory data available. The implant or explant dates are not applicable to this device. Device not returned for investigation. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. Additionally, complaints are monitored by monthly complaint review board process.

Event description:
It was reported during a diagnostic coronary procedure, inside the body after normalization and prior to measurement, the user felt resistance at the lesion and the wire was stuck. The wire could be removed with microcatheter and no damage was observed on the wire. The procedure was completed with the suspect device. There was no status decline, evidence of an injury. This adverse event is being reported because additional intervention was required to remove the manufacture's device.

Event description:
This follow-up supplemental report is being submitted to provide pertinent device analysis observations.

Manufacturer narrative:
Internal reference: (B)(4). Visual and microscopic inspection and functional testing were performed on the returned device. The connector and the torque device were not returned. There were several bends and kinks present along the wire. The proximal coil was slightly stretched. Device manipulation, impact and applied pressure during use can affect the integrity of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.